Event description:
Additional information was received that x-rays were received by the manufacturer. Based on the x-rays received, no obvious anomalies were identified that could be contributing to the high impedance. A lead discontinuity in the portions of the lead that could not be fully assessed cannot be ruled out.

Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. The data in the diagaccum consumed memory locations revealed that 28.267% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported that the patient had high impedance. The patient had their generator disabled. The patient had been referred for x-rays but they have not been provided to the manufacturer for review. The patient was reported to have had a hard seizure which may have caused migration possible contributing to the high impedance. Surgery is likely but had not occurred to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
It was initially reported that the generator was returned to the manufacturer for evaluation. Product analysis is planed but has not been complete.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement due to a lead break. It was reported that the generator was replaced prophylactically.

Event description:
Additional information was received that there may have been manipulation or trauma as the high impedance was not present at previous appointments. The migration contributed to the high impedance. There were no interventions that were taken for the migration. There was a non-absorbable suture that used to secure the generator. The more intense seizure reported was not related to the high impedance but was part of the patient's normal seizure pattern and not related to vns.